Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had met with the sjm representative for reprogramming and the lead had multiple invalid contacts. There were 5 contacts which had normal impedances. The stimulation was auto-reducing after reprogramming. It was reported an x-ray was taken, and the physician had ordered additional x-rays to determine the next course of action.